Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window and cracked battery tube threads. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had under delivering. The blood glucose level was 314mg/dl at the time of incident. The current blood glucose was 152 mg/dl. Customer treated with manual injection and insulin pump. Customer had stated that she has given boluses and still noticed the blood glucose still rose higher or not even lowered. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will return for the analysis.